Event description:
Blood glucose results of "210 mg/dl and 140 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision. The pt was unable to perform a control solution test as the control solution was expired. The meter, test strips and control solution were replaced.